Event description:
It was reported to boston scientific corporation on march 29, 2007, that during an endoscopic retrograde cholangeopancreatography (patient age and gender unk), "the cut wire on the sphincterotome broken in half". The physician removed the device and successfully completed the procedure with another same device. No patient complications were reported.

Manufacturer narrative:
A visual examination of the device returned revealed that the device had been used, the cutting wire was broken and had a melted and burned appearance. The returned device does not function as the tip will not bow due to the broken cutting wire. The root cause of this failure is unk. CAPA was opened in 2005, to address the broken cutting wire issues. The investigation phase has been completed and the implement solution phase is expected to be completed by 2007. Since the lot number is unk, bsc conducted a ship history which revealed the last three lot numbers shipped to the customer for this product: 9433379, 9414726 and 9376275. A device history record review (DHR) was performed on these lots; no anomalies were noted. A search of the complaint database for similar complaints was conducted; no additional complaints have been recorded for the pertinent lots. The 2007, jagtome complaint trend report, inclusive of all failure modes, was reviewed; no adverse trends were noted.